Event description:
"Caller alleged discrepant results compared with the lab. Results as follows;" date: (B)(6) 2010, inratio: 5.x; lab: 2.5. Per customer, observing unexpected results on multiple pts with meter. Results higher with meter than at lab. No data available except for this pt. Lab drawn immediately after meter testing. Pt's therapeutic range, historical results and status is unk.

Manufacturer narrative:
Investigation pending.